Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This case is clinical trial in (B)(6) treated a oa lesion by tha surgical replacement on (B)(6) 2012. On (B)(6) 2012 after procedure, a dislodge of the implanted cup occured. The cup was replaced with another as treatment.